Manufacturer narrative:
The device was unavailable for return and subsequent analysis. Evaluation of the device history record (DHR) could not be completed due to the absence of a lot number. The complaint was forwarded to the relevant functional team for investigation and root cause analysis. However, the inquiry remained inconclusive because of limited evidence as a single image was submitted, with no batch details or physical samples provided. Per patient questionnaire response, the patient has a known history of reactions to adhesive and dermabond. This complaint drape utilizes solventum tape, a double-coated acrylate adhesive on polyethylene film with a silicone-treated paper liner, the component is manufactured by a site that is compliant with FDA, iso 9001 and iso 13485 requirements. Clinical testing has confirmed the tape to be non-irritating, non-sensitizing, and non-cytotoxic. Based on product specifications, safety evaluations, and historical performance, no safety risks were identified, and no changes to the product design, raw materials, or manufacturing processes are deemed necessary. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
A patient experienced an allergic reaction to the drape resulting in a rash on the chest, buttocks, and both the upper and lower abdomen. The patient sought medical treatment which included oral steroids and a topical steroid cream applied for several weeks. The patient is known to have allergies to adhesive and dermabond.